Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 189 mg/dl. The customer stated their insulin pump was exposed to a magnetic resonance imaging machine. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.